Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 382mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected button error alarms noted. Unable to perform displacement test due to unresponsive keypad. No button response on the esc and up arrow buttons due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.